Event description:
During the procedure a sideport detachment occurred. Approximately 3 hours into the procedure the sideport was noted as not securely attached to the sheath and could be removed easily when it was attempted to flush the sheath. A new sheath set was used for the procedure. There were no adverse patient consequences.

Manufacturer narrative:
One agilis steerable introducer sheath was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detached sideport could not be conclusively determined.